Event description:
The report stated that during a laparoscopic sigmoid, the device locked shut, and had to be cut out of tissue. There was a small amount of bleeding, but the surgeon was able to control it. The device had been cleaned several times during the procedure. The incident happened immediately after cutting fatty tissue. There was no patient injury.

Manufacturer narrative:
Date of initial report: 12/18/2008. The incident device has been received, and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.